Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had screen was a little blurry and not as clear as it was when it was brand new. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin will shoot out during prime instead of slow drip and insulin pump forces to rewind multiple times during prime and auto mode was off. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but prime/fill anomaly during rewind the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support. No missing segments/partial display